Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report of mirrored ultrasound image was not confirmed. The biopsy channel was leaking, there was missing glue from the ob lens screw, and non sharp scratches on the probe. Several request for additional information have been sent to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during an unknown procedure, the ultrasonic gastrovideoscope displayed a mirrored image. During evaluation of the customer's returned device, the glue was missing on the open beta (ob) lens screw. This report is being submitted for the malfunction found during evaluation. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, this phenomenon is likely to have occurred because external force was applied to the distal end by handling. This issue is addressed in the instructions for use (IFU): "ultrasonic gastrovideoscope gf-uc140p-al5/gf-uct140-al5: chapter 3 preparation and inspection. Inspection of the bending mechanisms. Inspection for smooth operation. 3. Inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.